Manufacturer narrative:
Based on the limited information provided regarding the reported event, at this time intuitive surgical is unable to determine the root cause of the injury sustained by the patient. Isi has made multiple attempts to contact the site to verify additional information regarding the reported event. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was reported that a patient injury occurred during a da vinci surgical procedure.

Event description:
It was reported that during a da vinci si surgical procedure, the patient was injured by a patient side manipulator (psm) arm on the patient side cart. The injury sustained by the patient was located outside of the patient's body at the iliac crest. No other information was provided.